Event description:
Edwards received information that a 21mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure due to aortic stenosis secondary to calcification after an implant duration of approximately five (5) years. The patient presented with a symptom of heart failure nyha class ii, shortness of breath and syncope. A tavr procedure was performed with a 20mm sapien3 transcatheter valve. The patient's status was reported as recovered.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11 corrected data: d6b as oct, 11, 2022 is not applicable (device was not explanted).

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a 21mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure due to aortic stenosis secondary to calcification after an implant duration of three (3) years and eleven (11) months. The patient presented with a symptom of heart failure nyha class IV, shortness of breath and syncope. A tavr procedure was performed with a 20mm sapien3 transcatheter valve. The patient's status was reported as recovered. The patient was discharged on pod#7.